Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was that group a and group c s topped working recently and they were getting an error message. Patient said that the only group that was working was group b, but they didn't know which part of their body the stimulation was for. Patient then saw settings not available (59) on their controller. Agent reviewed screen meaning with the patient. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient (pt). They reported that they were redirected to contact the manufacturer representative (rep). Pt met with rep and they checked out the implant and determined that one of the spots on an electrode was shorted out. Rep remapped their implant to avoid the bad spot on the electrode and now it was working properly again. Pt reported that the issue appears to be resolved. It was unclear to them if the bad spot on the electrode was a temporary or permanent issue.